Event description:
Complainant alleged that the operating room staff was attempting to defibrillate a male pt (age unk), but that the device would not discharge. The staff was able to obtain another device to defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as result of the reported malfunction.